Event description:
A caller reported a malfunction on the pump, displaying malfunction code malf 16- 0x20e6. There was no adverse impact to the customer¿s blood glucose level. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy. Technical support confirmed the shipping address and sent a replacement pump, advising the caller to return the problematic pump using a pre-paid ups label within 10 days.